Event description:
When the balloon was deflated, a silicone band formed around the catheter which prevented the doctor from changing it in the office. The pt had to be brought to the or to have it removed and changed.